Manufacturer narrative:
Not returned to manufacturer.

Event description:
A turnpike catheter was used during a patient procedure. After torquing the turnpike catheter for a while, the tip of the turnpike separated in a lesion. The physician was not able to retrieve the separated tip. The patient did not seem adversely affected by the incident.